Event description:
It was reported that the left ventricular [lv] pacing impedances were high and there was loss of capture. It was also reported that the right ventricular's [rv] high voltage coil and the rv coil had high impedance as well. The lv lead remains in use and the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.